Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high and non-reproducible results for troponin I (accutni) for one patient sample assayed using the access accutni reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that the system check performed on (B)(6) 2011 had passed all specifications. In addition, quality control results over the last 30 days were within their respective established ranges. The customer reported that the patient sample was also assayed on another instrument and the troponin I results from that instrument were not elevated. Bci dispatched a field service engineer (fse) on (B)(4) 2011 to the customer's site. The fse completed a preventive maintenance on the analyzer which included the replacement of the substrate probe and the transducer. The fse also performed verification tests on the analyzer. A definitive root cause has not yet been determined for this event.